Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer believed the occlusion alarm was caused by the cartridge leaking. The customer's blood glucose level was in the 300's mg/dl range. A supply change was performed resolving both issues.